Event description:
During a peripheral intervention (lower limb) procedure the pt2 moderate support guide wire fractured. The lesion being treated was located in a lower limb vein graft. The fractured wire was removed. No patient injuries or complications were reported. Patient status is listed as "okay."